Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump has deteriorated and has multiple cracks on three corners of the screen. Customer's blood glucose reading was 106 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.